Event description:
Generator product analysis was completed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance of any other type of adverse events found with the pulse generator. Lead product analysis was completed. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portion of the device which may have contributed to the observed high impedance. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions.

Event description:
Patient underwent full revision surgery (replacement of the lead and generator). The explanted lead and generator were received by product analysis. Product analysis has not been completed to date.

Event description:
Initial report was that a patient presented with high lead impedance. It was noted that there was no trauma and no difference in efficacy despite not receiving the intended output current. Further information was received that x-rays were ordered, but not available for review. X-rays have not been received to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.